Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed open blisters on her back under the therapy pads. The patient had nurses check the blisters and the blisters were treating with bandages and botanical medicine. During a follow-up, the patient's daughter reported that the blisters had improved and were no longer an issue.